Event description:
Tubing was leaking when activated. Staff could hear hissing. Product had patient contact but no harm to patient. Manufacturer response for insufflation tubing, (brand not provided) (per site reporter). Product was returned for evaluation.